Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with three proglide devices via a 7f sheath using a pre-close technique prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, one proglide device in the rcfa and two proglide devices in the lcfa had suture breaks occur. The sutures of four new proglide devices, two in the rcfa and two in the lcfa, were successfully pre-placed prior to the aaa procedure. The aaa was performed using an 18f sheath. Hemostasis was successfully achieved with the pre-placed sutures in the rcfa and lcfa after the aaa procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.